Manufacturer narrative:
The insulin pump was received with intermittent button response and a button error alarm due to corroded keypad traces. No scrolling numbers anomaly during testing was noted. The pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that the numbers scrolled uncontrollably while trying to bolus, and when she replaced the battery the numbers scrolling anomaly persisted. The patient's blood glucose at the time of incident was 110 mg/dl. The customer stated that the pump was exposed to humidity. Troubleshooting was initiated for the keypad anomaly, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.